Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis; vulvar cancer.

Event description:
It was reported that the patient was receiving post hydration fluids after the completion of a chemotherapy infusion. The nurse entered the patient's room in response to the device alarming to find that there were fluids on the floor. The nurse assessed the IV fluid bag and spike to find that there was no leak. Upon further assessment, the nurse found that the primary tubing set had a hole below the roller clamp that was leaking. The nurse discontinued the IV fluids, flushed the port with heparin and notified the oncology team and a new IV fluid bolus was ordered.

Manufacturer narrative:
The customer¿s report of a leak from a hole was confirmed to be a cut in the tubing below the lower fitment. Visual inspection found a 0.1175 inch cut in the tubing 13 inches below the lower fitment. It was assumed that the observed cut is the "hole" the customer was referring to as no other damages were observed throughout the tubing. The drip chamber was not received with the set. Functional testing replicated a leak from the previously noted cut in the tubing. No further testing could be performed due to the cut in the tubing. The root cause could not be determined.

Event description:
It was reported that the patient was receiving post hydration fluids after the completion of a chemotherapy infusion. The nurse entered the patients room in response to the device alarming to find that there were fluids on the floor. The nurse assessed the IV fluid bag and spike to find that there was no leak. Upon further assessment, the nurse found that the primary tubing set had a hole below the roller clamp that was leaking. The nurse discontinued the IV fluids, flushed the port with heparin and notified the oncology team and a new IV fluid bolus was ordered.